Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc75 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an exploratory laparotomy with a bowel resection and colostomy procedure, the surgeon used the device firing three times with blue reloads and had no issues. On the fourth firing with a blue reload the surgeon felt no resistance when firing; the knife advanced the entire length but at the very distal portion of the reload there were no staples deployed but did cut the length of the reload. No bleeding was reported, they then used a new device of a different product code and the green preloaded device had the same issue when the surgeon was firing. They then opened another different device and completed the procedure. There was no patient consequence reported. The case was delayed due to the extra devices needed to complete the procedure and the surgeon was annoyed. No other information was available for the representative. The surgeon will not provide any additional information.